Event description:
It was reported that "pt called to report that he received a total knee in (B)(6) 2009. He experienced problems and pain form the start. In (B)(6) 2011, he went for an add'l surgery (see per 840-290727). Now the dr says, he has loosening and has to go in again and put in a pin this time."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.